Manufacturer narrative:
Additional information: g2 (add source), h4, h6, h11. Correction: a1, a2 (update to ni), a3a: sex, a3b - a6 (update to ni), b6, b7. H11: the actual device was discarded; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed air bubbles in the line; however, there were no observed defects that could generate the air. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of a clearlink system continu-flo solution set. This occurred while infusing an unspecified drug named 'levo'. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the event occurred in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.